Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. Other cables were not damaged. The housing was removed from the back end, and no damage was observed. The root cause of broken - distal instrument grip cables is attributed to a component failure. Additional observation not reported by site: the instrument was found to have thermal damage on the tube extension at the distal end. The tube extension exhibited localized melting and charring, which is indicative of arcing. The thermal damage measured approximately 0.315" to 0.744" in length. An electrical continuity test was performed and the instrument passed. No functional test could be performed on an in-house system due to the broken grip cable.

Event description:
It was reported that during a training/demo of the da vinci system , the monopolar curved scissors training instrument was observed to have a broken cable. There was no report of patient involvement.